Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the dilator (arteriotomy locator) was bent prior to opening the packaging. The packaging was never opened, and another angio-seal device was used. The procedure was a gi bleed. There was no blood loss. The patient was in stable condition. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One opened 6fr angio-seal vip device was returned for product evaluation. The kinked arteriotomy locator and hemostasis sheath were received with the opened header bag. No other accessory components were returned. Visual inspection revealed that there was a deformation observed at the blood inlet hole of the arteriotomy locator and the locator was severely kinked. No other visual anomalies were observed. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured to be 0.091" which was within the specification of 0.092" +0.000/-0.002. All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that application of an off-axis force to the arteriotomy locator may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.